Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was chosen for implant. Post-procedure on 27 february 2026, patient experienced an onset of atrial fibrillation. Antiarrhythmic medication was administered on (B)(6) 2026, and electrical cardioversion therapy was provided on (B)(6) 2026. Patient was intermittently returned to sinus rhythm.